Manufacturer narrative:
The reported events of high pacing lead impedance and failure to sense were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant device interrogation revealed high pacing impedance and failure to sense on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.